Manufacturer narrative:
The devises associated with this report were not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event: however, the placement of the tibial tray and femoral component with respect to the patella tracking could be attributed to the reported patella dislocation. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..

Event description:
Patient revision found the tibia was internally rotated and had what dr (B)(6) though was more than usual posterior slope on the tibia. The patella was also found to be overgrown with fibrous tissue. The femur, insert and tibial tray all appeared in good condition.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.